Event description:
It was reported that piv fluids were found leaking onto the patient¿s bed due to a leak in the tubing. The tubing malfunction resulted in the patient likely not receiving the intended morphine dose.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.